Event description:
Hill-rom received a report from the (B) (6) regarding a patient fall on the afternoon of (B) (6) 2009. The rn heard a noise from the psychiatric patient's room and found the patient lying on his right side, on the floor, with his leg caught in the lower bed siderail. The report indicates the patient had a minor injury. The facility indicated, they are using an (B) (4) mattress which is too thick for the advanta bed and was measured to be approximately 140mm from the top or the rail with the minimum standard being 220mm. The facility has ordered a new mattress for the bed.